Event description:
Affiliate reported that luer lock was broken and leading to csf leakage.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot number for this device was that of cmlb8k and not cmib8k as initially reported. The needless port the tubing has come away from the connector. Glue traces were seen on the tubing and around the needless port. The current quality inspection for these assemblies prior to distribution is established at 100% for leaks and blockages. Review of the history device records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.